Event description:
It was reported that the implantable pulse generator (ipg) would shut down intermittently and unpredictably. The patient underwent a procedure where the ipg was replaced. The procedure was completed successfully and there were no reported complications postoperatively.

Manufacturer narrative:
The ipg was received for analysis and exhibited normal characteristics during both visual and functional examinations. The current leakage test verified that there was no loss of electric current, the output monitoring showed that the stimulation remained on without any interruption, and the residual gas analysis confirmed that the case is intact. Additionally, data log analysis indicated that once implanted, the ipg did not experience any off events related to hibernation and showed no signs of premature battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) would shut down intermittently and unpredictably. The patient underwent a procedure where the ipg was replaced. The procedure was completed successfully and there were no reported complications postoperatively.

Manufacturer narrative:
The ipg was received for analysis and exhibited normal characteristics during both visual and functional examinations. The current leakage test verified that there was no loss of electric current, the output monitoring showed that the stimulation remained on without any interruption, and the residual gas analysis confirmed that the case is intact.

Event description:
It was reported that the implantable pulse generator (ipg) would shut down intermittently and unpredictably. The patient underwent a procedure where the ipg was replaced. The procedure was completed successfully and there were no reported complications postoperatively.